Event description:
There is an inflammation at the surgical suture site. Reportedly, sound response was very good and there were no device defects. Explantation is scheduled for (B)(6) 2025.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation of the received parts did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the recipient was explanted due to an infection at the implant site, which was present since implantation surgery. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Event description:
There is an infection at the surgical suture site. The surgical wound did not heal completely after implantation and there is swelling and redness on the surgical incision site. The user took antibiotics. The device was explanted on (B)(6) 2025. Afterwards, the user will be observed and re-implanted in (B)(6) 2025.